Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis multifocal (model zlb00 +20.0 diopter) was explanted from patient¿s left eye because of mechanical complication of intraocular lens. There was no patient injury. Reportedly an aab00, +19.0 diopter lens was used as the replacement lens for the patient. Patient was stable and had no complaints or concerns at discharge. No further information provided.